Event description:
The user facility reported that a portion of the guidewire coating was sheared off during a procedure in the left femoral artery. Reportedly, the physician had difficulty advancing the wire and stopped the procedure. When the physician pulled to withdraw the guidewire back through the metal introducer needle, some of the coating was sheared off. The procedure was stopped at that time. Follow-up communication with the user facility confirmed that the physician considered the detached material to be "non-threatening" and decided that no further intervention was necessary to retrieve the piece of coating. The pt has been discharged from the hosp.

Manufacturer narrative:
Results: is based upon eval of user facility info and return sample eval. Conclusions: is based upon eval of user facility info and return sample eval. The involved device was returned for eval. Visual examination of the returned sample confirmed that the polyurethane coating had been partially sheared-off the distal portion of the guidewire. The edge of the sheared material was smooth indicating contact with a sharp surface. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. The event description and sample appearance are consistent with damage to the guidewire due to manipulation against a sharp surface, such as the metal entry needle that was used during the procedure. The instructions-for-use do address the potential for such an event by stating, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation requiring retrieval." Follow up communication with the user facility confirmed that the involved physician has been advised that metal entry needles are not to be used with the glidewire device. All available info has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.